Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor observed a ding in the central optic flow of the intraocular lens upon insertion. Reportedly, there was no problem while loading the lens. The doctor removed the lens in pieces. No patient injury reported. No further information provided.